Event description:
It was reported that the external pulse generator (epg) failed, but no further information on the issue was available. The caller was advised on how to perform functional checks on the epg with an analyzer. The caller was also advised that the epg was outside of its recommended service life and would no longer be repaired. The current status of the epg is unknown. No patient complications have been reported as a result of this event.